Manufacturer narrative:
(B)(4): the lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to test because her onetouch ultra meter was reverting to the set up mode. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 7am, the patient reported the alleged issue first occurred. The patient reported using oral medications (unknown type and dose) with diet and exercise to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. However, 1 day later, developed symptoms of "sweating and nausea." The patient did not report receiving any medical intervention in response to her alleged symptoms. At the time of troubleshooting, the cca confirmed this was not the first time the meter had been used and there was no misuse of the product. The cca noted the alleged issue did not occur after removing or replacing the battery. The alleged issue was resolved with a retest. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient reported she was unable to test due to the alleged issue and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
The subject meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.